Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the patient coded when the right ventricular (rv) lead was not able to be positioned properly. It was noted that the patient was in complete heart block at the time of the procedure the lead was eventually implanted successfully with no further complications.